Event description:
It was reported that the air dermatome is not cutting evenly. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for eval. It was found that the device was out of calibration on the 10 and 20 graft settings. It was also found that the hose was nicked. The housing was damaged around the poppet, causing leaks, and the motor, swivel and bearing stack were rough and corroded. It was determined that the control bar was damaged. Parts replaced included; bearings, motor, poppet assembly, reciprocating arm, "o" ring, swivel, width plates, hose and seal, and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1988, and a review of service records indicate that the device has been returned to the manufacturer six times for repair and re-calibration. The last time in was october 2006. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."